Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up low sensing and no rv pacing threshold was observed. X-ray image revealed lead dislodgement. The lead was repositioned.